Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an issue with his one touch ultra meter reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 9:30 pm. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue he denied making any changes to his usual diabetes management routine. The patient claimed "12 hours" after the alleged issue started he felt "cold sweats." He denied receiving any form of treatment in response to his symptom. During the initial call with customer service, the agent noted that the patient had removed the batteries recently. Per the owner's manual, anytime the batteries are removed, the meter must be reconfigured again before testing can be done. The issue was resolved after walking the patient thru completing the meter's set up. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.